Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. It was reported that visualization was difficult due to the patient's anatomy and imaging equipment. An xtw clip was deployed but on fluroscopy the clip wasn't stable. Echo showed the clip detached from the anterior leaflet (single leaflet device attachment (slda)). According to the physician the slda was due to patient anatomy. A second xtw was placed lateral to the slda for stabilization. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported incomplete coaptation/single leaflet device attachment (slda) per the physician is related to patient morphology/pathology (large atrium and rotated heart). The image resolution poor was related to patient and procedural circumstances imaging was reported to be difficult due to patient anatomy and imaging equipment. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.